Event description:
It was reported to boston scientific corp on (B)(6) 2009, that an achalasia pneumatic hand pump and monitor were used during a demonstration. According to the complainant, the balloon for the achalasia was filled with air using the manometer. The manometer reached 10 psi and could not go further. Later, when they emptied the balloon, the air went out, but the manometer continued to read 10 psi and it would not turn to 0. The pump device was not used on a pt when it malfunctioned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).